Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the keyboard is not operational. The device was troubleshot, and the field service engineer reconnected the usb cable for the keyboard to rectify the problem. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system station keypad is completely non-functional, even following a reboot of the machine. A customer has reported that user was unable to issue medication to patient due to the reported malfunction. There were no adverse events or injuries reported based on this event.